Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for chronic low back pain, radicular pain syndrome (radiculopathies) and spinal pain. It was reported that the patient has been having difficulties turning on his device. Patient stated it is charging but he cannot turn on his device. The patient stated he spoke to his local manufacturing representative (rep) who tried to walk through the startup procedure over the phone with him. The patient indicated he could not connect to his ins. Patient was told to follow up with health care professional (hcp). No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that although their implantable neurostimulator (ins) was charged, they were unable to turn it on. The patient contacted a manufacturer representative and attempted troubleshooting over the phone, but it did not resolve the issue. It was noted that the issue had not been resolved yet. No further complications were reported or anticipated.